Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient was feeling an uncomfortable stimulation. The patient had an incident where she was putting mascara and the interstim "went crazy" on her and felt like the amplitude went from 1.4 to 3. This had occurred (B)(6) 2016. It was reviewed with the patient regarding the potential of emi but the patient had not thought she was near emi at the time the overstimulation occurred. The patient was able to get a hold of her physician's office and had the therapy turned off. The change in therapy/symptoms was considered sudden. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.